Event description:
It was reported that the pump reset unexpectedly. Customer resumed insulin delivery successfully. The customer¿s blood glucose (bg) was displayed as ¿high¿; however, no specific value was provided. The customer administered a manual injection to address bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.